Event description:
Information was received from a device manufacturer representative and healthcare provider (hcp) regarding a patient receiving hydromorphone (10 mg/ml at 1.96 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported a motor stall was seen at initial interrogation. The patient recently had a magnetic resonance imaging (MRI) on (B)(6) 2016. A motor stall recovery had not occurred and it was more than two hours since the patient exited the MRI field. Re-interrogation was performed but did not result in a recovery. The representative had just interrogated the pump for the first time and then interrogated again and noted it was still stalled. The physician was going to continue to interrogate the pump. It was further reported that the stall had not recovered and the pump was audibly critically alarming. The patient was more tired/lethargic beginning the morning of (B)(6) 2016 but no signs of withdrawal were present. The patient had an MRI of their brain and the pump was never checked post MRI until the date of this report. The hcp re-interrogated the device for the event logs and then confirmed via the event logs that the stall recovered. The length of the stall was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.